Event description:
During ablation with a celsius thermocool catheter on the tricuspid side of the ventricle,there was a pop effect. Pericardial tamponade was then observed and pericardial centesis was unsuccessful. Surgery was performed. Pt prognosis is excellent.